Manufacturer narrative:
(B)(4).

Event description:
It was reported that diaphragmatic stimulation was observed. Chest x-ray did not reveal any significant change in lead location. Lead was capped and replaced. Patient was fine post-procedure.